Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient with nph at least 6 years ago. Doi and the initial setting pressure were unknown. On (B)(6) 2014, the surgeon tried to change the setting pressure, but he/she could not. On (B)(6) 2014, the revision surgery of the valve was conducted since the setting pressure could not be changed. The device was replaced with another product (82-3162) at 100mmh2o. The setting pressure of the removed valve was unknown.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cghbd2 serial number (B)(4), product code 82-3162. The position of the cam when valve was received was 180mmh2o. The valve was visually inspected, needle holes were noted in the needle chamber, it was also noted that the silicone housing was torn around the siphon guard. (Small tears) this could be due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. The siphon guard was still attached. The valve was tested for programming according to doc059 rev/b. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted.the valve was dried. The valve was leak tested; only leaked from the needle holes in the needle chamber, no leaks were noted from the small tears in the silicone housing around the siphon guard. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 4th july 2006. No root cause could be determined, as the problem reported by the customer could not be duplicated. The small tears in the silicone housing around the siphon guard could be due to a sharp or pointed object coming into contact with the silicone housing during ex-plantation; these small tears did not seem to affect the valves functions. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.